Manufacturer narrative:
(B)(4). End user claims the chair is defective with a bent frame and they fell out of it. The end user alleges they fell off of the unit and injured their elbows. They went to the hospital for treatment. Per provider, there were no visible on injury.

Event description:
End user claims the chair is defective with a bent frame and they fell out of it.